Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 267 mg/dl. The customer stated they had exposed their insulin pump to moisture prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked reservoir tube window corners, broken reservoir tube lip, and cracked battery tube threads. Insulin pump alarmed motor error during basic occlusion test and prime alarm noted during prime test due to moisture damage on force sensor. Insulin pump was unable to complete functional test due to motor error alarm. Motor was tested outside the device and passed. Insulin pump had an intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Insulin pump had a corroded electronic assembly noted during visual inspection.